Event description:
A malfunction occurred with a replacement pump while the customer was in the process of setting it up. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.